Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the insertable cardiac monitor (icm) was causing discomfort issues for the patient when she laid down on her side or stood up. The icm shifted position due to breast tissue and was uncomfortable for the patient. The device was explanted and replaced. The patient was stable.